Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked inside the introducer sheath. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies were noted. The pusher wire was inspected and was found kinked. The coil was returned stretched and kinked. No more damages were found in the returned device. The proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. The zap tip has a smooth surface. The coil was returned stretched and kinks near the interlocking arm. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the pusher wire that could be measured were performed and were within specification. Dimensional inspection of the outer diameter (od) of the zap tip and primary coil were performed and were within specification, however there were lacking number of fiber bundles.

Event description:
Reportable based on device analysis completed on 14mar2020. It was reported that the coil was stuck in the introducer sheath. A 4mmx8cm interlock was selected for use. During procedure, it was noted that coil got stuck in the introducer sheath and was not delivered into the microcatheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed missing coil fiber bundles.